Manufacturer narrative:
Analysis confirmed that the transmitter would not power on, additional findings after opening the unit revealed burnt components were observed on the circuit board. A burned mark on the inner casing of the ac power adapter was noticed. Damage to the component was observed on the printed circuit board (pcb) which resulted in the anomaly.

Event description:
It was reported that the patient's house had been hit by an electrical storm and lost their power, the transmitter was not responsive to any buttons pressed. The unit was returned for evaluation. There were no adverse consequences to the patient.